Event description:
During a superficial parotidectomy, the surgeon was using a vari-stim iii surgical nerve locator. As he was dissecting the surrounding tissue, the nerve stimulator was being used. The physician became concerned that he had not located the nerve and requested another stimulator. The second stimulator did not demonstrate the nerve was in the area. A different stimulator was then used which demonstrated that the nerve had been cut. The physician repaired the nerve but the outcome will not be known for at least four months.